Event description:
It was reported that the customer's pump battery was depleting too quickly, which led to the pump shutting down. Customer¿s blood glucose level was not impacted. During follow up with the customer, battery depletes normally and issue was resolved.